Event description:
It was reported that the patient experienced ear pain and pain on the vagus nerve; following an accident on a boat dock. Diagnostics were noted to be within normal limits. The patient's settings were decreased due to no longer being able to tolerate the previous settings. The patient then experienced a loss of efficacy from the vns due to the settings decrease. The patient has been referred for full revision of the vns to reposition the electrodes on the nerve to provide better tolerability and allow for settings increase to therapeutic levels. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
A2 age at time of event, corrected data: initial report inadvertently listed patient age as 47 and not 46.

Event description:
Per the physician, the patient likely suffered nerve damage secondary to the patient's accident, which led to the vns stimulation becoming painful. The patient's settings were decreased and the pain improved. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient underwent full revision surgery. The explanted devices have not been received by the manufacturer to date. No additional relevant information has been received to date.